Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 469 mg/dl, 228 mg/dl, 501 mg/dl, 155 mg/dl and 201 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took his normal metformin medication as he normally does after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.